Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of constant close door message caused by a loose upper link screw. The failed screws were replaced.

Event description:
It was reported that a spectrum pump has a constant close door message when the door is physically closed. It was also reported that there was no patient incident.